Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial portion of the lead displayed high impedance. The lead was then programmed off due to the patient's permenant atrial fibrillation and left implanted. No patient complications have been reported as a result of this event.